Manufacturer narrative:
The long bipolar grasper instrument has not been returned to intuitive for failure analysis.

Event description:
On 10-oct-2025, intuitive surgical, inc. (Isi) received an FDA voluntary medwatch report (MDR) with MDR report #mw5176700 stating: "long bipolar was in use and the tip broke off in the patient. The surgeon was able to retrieve the piece and remove it from the field." Isi followed up with the surgeon, who confirmed that no instrument collision occurred. The surgeon noted that it is not her routine practice to grasp large amounts of tissue with the instrument. All fragments were retrieved under direct visualization and in their entirety.